Manufacturer narrative:
Eval summary: subcomponent geometry has been improved to strengthen the device. Furthermore, all devices manufactured prior to the implementation of this change are being removed from the field as part of a reportable field action. Reference removal report 1822565-2/24/2011-001-r for additional details. Subcomponent spring clip fracture is reported and observed. Device history records indicate all components were manufactured and inspected to specification at the time of manufacture. Dimensional readings and material hardness are conforming to print specifications.

Event description:
It is reported that the instrument is cracking.